Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection and a subsequent extrusion of the receiver stimulator resulting in surgery. The device was explanted on (B)(6), 2010, and the patient was reimplanted with another device during the same surgery.